Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in clinic follow up. Upon examination, it was observed the implantable cardiac monitor was eroded through the pocket. There was no presence of infection. The device was removed and the wound was allowed to heal. Once the wound healed, a new implantable cardiac monitor was implanted with no issues. The patient was stable.